Event description:
Reporter indicated that her vns therapy programming handheld would freeze when she attempted to interrogate patients' pulse generators. Handheld was subsequently returned to manufacturer for analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.